Manufacturer narrative:
Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0968016014002087. This report will be amended when our investigation is complete.

Event description:
It was reported that three patients at their radiological follow-ups had one non-progressive radiolucent line on the evaluated radiograph at a follow up. The radiolucent line was found proximal to the trabecular implant and cement in all three cases.